Event description:
The customer stated an architect i2000sr analyzer generated a falsely decreased tsh result for one patient sample. The patient sample generated an initial tsh result of 1.1649 miu/ml. The patient was known to have hypothyroidism, so a second sample was drawn from the patient. The second sample generated a tsh result of 9.024 miu/ml. The first sample was repeated and generated a tsh result of 9.4028 miu/ml. The falsely decreased tsh result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the customer's service history, a review of the complaint text, a search for similar complaints, and a review of labeling. The service history review in iq of (B)(4) found no other complaints have been reported, and there has been no recurrence of false negative tsh results. Product improvement team (pit) metrics were reviewed, and no adverse or non-statistical trends were identified for the 12 month period for the customer's issue of false negative tsh results. An investigation on the tsh reagent was also performed for this complaint, and based on the investigation/evaluation performed at abbott (B)(4) the assay in question is performing acceptably and no product deficiency was identified. Architect tsh reagent kit, list number 7k62-30, lot number 01916jn00 was used during testing of UK neqas samples in apr, jul and sep 2011. A review of this testing concluded that the assay accurately recovered different levels of analyte in external quality samples thus concluding the lot in question performs acceptably. Based upon the data available, and the results of this evaluation of the architect i2000sr system and the tsh reagent, a single definitive cause for the customer's issue could not be determined. No product deficiency of the architect i2000sr instrument or tsh reagent was found.